Event description:
Event description boston scientific received information that it was inquired as to whether this cardiac resynchronization therapy defibrillator (crt-d) was included in any advisory populations. It was reported that this device recently declared elective replacement indicator (eri) and transitioned quickly to end of life (eol) due to charge time measurements.